Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.